Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition was confirmed. An assessment was performed and it was determined that the device could not secure/lock the cutter, the locking components were damaged, and the device had unintended/activation/motion. It was observed that the cutter was not secured by the loading mechanism. It was further determined that the device failed pretest for cutter lock and safety assessment. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device would not lock the drill bit device in place. During in-house engineering evaluation it was determined that the device had unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.